Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value, change sensor and calibration not accepted alerts. Sensor glucose value was 105 mg/dl and blood glucose value was 53 mg/dl. The customer reported blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-431ag, mmt-342, mmt-7040ma, mmt-1884. Troubleshooting was performed. Difference between sensor and blood glucose at time of event was not within the target range. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-431ag, mmt-342, mmt-1884. Mmt-7040ma was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one partial returned used sensor one needle hub not returned, and performed a visual inspection and checked for physical damage and none was found (under naked eye). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unit failed bicarbonate buffer test due to eis out of range. Performed a visual inspection using a leica microscope, and found sensor electrode gold trace to be damage on the counter electrode trace path. See attachment file for details. In summary sensor failed per specification due to found sensor flex in damaged condition. Customer complaint of unexpected alerts is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.